Event description:
A consumer reported she is experiencing blurry vision at distance and near following intraocular lens (iol) implant surgery. At the consumer's request, the surgeon was not contacted.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There has been one other similar complaint reported in the lot number. At the consumer's request, the surgeon was not contacted. (B)(4).